Event description:
It has been reported that the patient was sedated to manually manipulate a dislocated knee back in to place.

Manufacturer narrative:
Voluntary report filed with the FDA under report # (B)(4) by the patient. Smith & nephew, inc. Was made aware via the FDA.